Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and was able to confirm the reported condition. They cleaned and serviced the device per manufacturer's instructions. The technician ran auto test and tested pumps and rotors multiple times as well as ran a simulated treatment. The customer submitted one photograph in lieu of the disposable set to aid investigation. The photo shows the set loaded on a trima device and confirms the presence of a leak due to the large volume of blood on top of the device, below the cassette and inlet and plasma pumps. Blood is observed in the left-hand side of the cassette and fluid in the right-hand side. Air bubbles are noted in the inlet and return lines of the inlet coil. The leak location cannot be identified from the picture. All pump header tubing appears to be loaded correctly. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that there was a leak near the return pump during a procedure on a trima device. The customer did not respond to multiple attempts to get donor information and outcome, therefore, no donor details are available. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site and was able to confirm the reported condition. They cleaned and serviced the device per manufacturer's instructions. The technician ran auto test and tested pumps and rotors multiple times as well as ran a simulated treatment. The customer submitted one photograph in lieu of the disposable set to aid investigation. The photo shows the set loaded on a trima device and confirms the presence of a leak due to the large volume of blood on top of the device, below the cassette and inlet and plasma pumps. Blood is observed in the left-hand side of the cassette and fluid in the right-hand side. Air bubbles are noted in the inlet and return lines of the inlet coil. The leak location cannot be identified from the picture. All pump header tubing appears to be loaded correctly. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. The root cause of the air in the return line was due to the leak in the set near the return pump header tubing. Based on the available information, a definitive root cause of the leak could not be determined but it is likely due to one or a combination of the possible causes listed below: * a nick or tear in the tubing can be caused by defective tubing from the supplier/vendor * damage during disposable manufacturing * damage during handling/loading at the customer site * inadequate contact of the tubing with the bond socket after solvent application * insufficient application of solvent to the tubing * inadequate insertion of the tube into/over the bond socket

Event description:
The customer reported that there was a leak near the the return pump during a procedure on a trima device. The customer did not respond to multiple attempts to get donor information and outcome, therefore, no donor details are available. The collection set is not available for return because it was discarded by the customer.